Event description:
The report from the affiliate indicated that approximately four (4) months after the index procedure, the patient complained of chest pain and was brought to the hospital. Coronary angiography was done and thrombus was noted in the previously implanted cypher stent and the vessel distal to the stent was occluded. Aspiration of the thrombus and ptca was done to treat the late thrombosis (lt)-details are not known. Nine (9) days later, an additional cypher 3.5/23mm stent was implanted-details not known. The patient was discharged three (3) days after the last intervention. The physician's comment regarding the probable cause of the thrombotic event was because there was a distal embolism, that the stent became occluded with thrombus from the distal end.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid right coronary artery (rca). The target lesion was reported to be: an in-stent-restenosis (isr) of a previously implanted cypher 3.0/28 mm stent-date of implant 2005, concentric, 1 mm in length, 3.5 mm vessel diameter, and type b1. The lesion was pre-dilated with a 3.5/10 mm balloon at 20 atm for 5 sec. A cypher 33.5/18 mm stent was implanted at 20 atm for 5 sec. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that the device (lot #i0805177) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used in the same patient. Please reference MFR. Report #9616099-2006-00839, and #9616099-2006-00840.